Event description:
Additional information requested and received that the procedure type was phaco cataract. The surgery was completed after replacing the phaco tip.

Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) #01 manufacturing report number (2028159-2023-01528) is being filed to correct the g.3 date on the initial report, filed earlier. Incorrect date of 10-24-2023 is being corrected to 10-30-2023. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Based on the information obtained, the root cause of the reported event is inconclusive. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A health care professional reported that an ophthalmic operating handpiece was ineffective and exhibited lack of aspiration during surgery. The patient experienced corneal burn at incision site when the ophthalmic phaco tip was pulled out. They needed to suture the wound. The patient was scheduled for a follow up and appointment to take the sutures away.